Event description:
During vein harvesting as part of triple vessel coronary artery bypass, the clear end of the evh device had cracked. Two -2- pieces were retrieved from the tunnel in the leg and this was confirmed to comprise all of the clear components. The component is not radio-opaque, so no x-rays were performed.